Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Air in line alarms were verified through a review of the event history log but not reproduced during evaluation however a device malfunction could not be identified. The device was found in specification in relation to the reported symptom air in line alarm. No further action is needed as the alarms may have been true air in line alarms. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the medicine 4 area. There was no patient involvement. No additional information is available.